Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the FDA via report mw 5063295: patient had interlocking intramedullary long gamma nail for a subtrochanteric fracture on 2016. Developed onset of pain after rigorous physical and occupational therapy session. Follow up ed showed tip of nail bedding and fracture to fall in varus. On 2016 had to have long gamma nail removed and replaced due to biomechanical failure. Required an additional surgery/hospitalization a little more than 2 months status post left subtrochanteric fracture with long gamma nail repair.